Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels due to occlusions and a bent cannula. Customer's blood glucose level was 401 mg/dl. He treated his high blood glucose level with a manual injection. The site was sore and tender. There was also blood at the site. The high pressure test passed. The customer also experienced low blood glucose levels. The device was not returned.